Event description:
Caller reported a malfunction on the pump, specifically with malfunction code malf 1, and it was confirmed that the issue did not have an adverse impact on the customer's blood glucose level. Tandem technical support advised on several corrective actions, including providing a replacement pump. They instructed the caller to use a backup insulin pump to ensure insulin delivery was continuous. The customer was informed about the software version differences between the old and new pump and acknowledged the need to program the settings into the replacement pump. Instructions were also given on how to return the malfunctioning pump to avoid additional charges.